Manufacturer narrative:
The arm was inspected by the manufacturer. A retaining ring that holds the internal spring in place became unseated from the indentation groove, allowing the internal spring to extend and loose it's tension causing the arm to drop. In conclusion, the retaining ring becoming unseated contributed to this incident.

Manufacturer narrative:
There was no user or patient injury with this incident.the manufacturer has requested return of the arm for inspection. The x-ray unit has been repaired by a dealer service technician.

Event description:
The dental assistant was making preparations for taking an x-ray with the intraoral x-ray unit and when she pulled on the articulated arm and tubehead for positioning, the arm made a clunk noise and fell flat horizontally. The unit did not fall on the floor but the arm could not be folded together after that.